Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 255 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. All of the programming and histories on the insulin pump were reviewed and they were accurate. There were no alarms or anything else unusual noted in the alarm history for the date of hospitalization. The customer's father stated he thinks she may have contracted food poisoning. The insulin pump passed the prime and high pressure tests. The customer was advised that the insulin pump is operating as designed and does not need to be replaced.